Event description:
New information on (B)(6) 2018, indicated that the implantable cardiac monitor continued to exhibit undersensing resulting in false pause episodes. It was noted that the episodes were most common during hours of sleep. No further information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing resulting in false pause episodes. No intervention or patient symptoms were reported.